Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump was received with normal operating currents. Pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. No unexpected power loss or replace battery now alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 13.2 mmol/l. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was also advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.